Manufacturer narrative:
As reported by the (B)(4) study indicated that twenty-four hours after deployment of a precise stent in the right internal carotid artery, a (B)(6) patient with medical history including first-degree relative with premature cad, hyperlipidemia, congestive heart failure, severe aortic / mitral valve disease, CABG, smoking (> 5 packs of cigarettes), coronary artery disease and hypertension with no previous neurological history, experienced an ischemic stroke. The patient had left babinski, right visual field loss, left hemiparesis and left hemineglect. The recovery was partial with major residual. The patient was discharged 9 days later. Nih stroke scale score was 15 and rankin was 5. At the 30 day follow-up 10 days later, nih stroke scale score was not checked and the rankin score was unchanged. Nih and rankin stroke scale scores were 0 at baseline and the patient was asymptomatic. Cas was performed on an 85% occluded lesion in the ostium of the right internal carotid artery of 20mm in length in a 6.5mm vessel diameter with moderate vessel tortuosity. The arch ii lesion was eccentric, ulcerated and moderately calcified. A 7mm medium support angioguard was successfully deployed past the lesion, it was pre-dilated and a 9x40mm precise pro rx stent was deployed at the target site. The residual diameter stenosis measured 0%. There was no documented dissection and presence of air bubbles. The angioguard was successfully removed and there was no debris found in the basket. The patient was neurologically intact upon leaving the angio suite. On the following day, ck-mb was 37.8 (upper limit is 6.3ng/ml). The patient exited the study after having completed all of the required follow-up. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B)(6), indicated that twenty-four hours post index procedure the patient experienced the event of ischemic stroke. Nih and rankin stroke scale scores were 0 at baseline and the patient was asymptomatic. Cas was performed on an 85% occluded lesion in the ostium of the right internal carotid artery of 20mm in length in a 6.5mm vessel diameter with moderate vessel tortousity. The arch ii lesion was eccentric, ulcerated and moderately calcified. A 7mm medium support angioguard was successfully deployed past the lesion, it was pre-dilated and a 9x40mm precise pro rx stent was deployed at the target site. The residual diameter stenosis measured 0%. There was no documented dissection and presence of air bubbles. The angioguard was successfully removed and there was no debris found in the basket. The patient was neurologically intact upon leaving the angio suite. On the following day, ck-mb was 37.8 (upper limit is 6.3ng/ml). The patient had left babinski, right visual field loss, left hemiparesis and left hemineglect. The recovery was partial with major residual. The patient was discharged 9 days later. Nih stroke scale score was 15 and rankin was 5. At the 30 day follow-up 10 days later, nih stroke scale score was not checked and the rankin score was unchanged. The patient exited the study after having completed all of the required follow-up.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 701814rmc, lot number 71112486. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.